Event description:
Biopsy "jawz" on end of wire passed through tricuspid valve during endomyocardium biopsy to determine rejection of transplanted organ. When pulling out there was damage to the tricuspid valve. Biopsy jawz had a rough edge and tissue was attached at this edge. Tissue was sent to pathology for analysis.====================== manufacturer response for forceps,biopsy, jawz emb forceps======================please save for our inspection.